Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the er220 was spitting clips. A second er220 was opened and used without difficulty. There was no consequence to the pt.